Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2024, an echocardiogram revealed moderate perivalvular leakage. The patient was asymptomatic and will return in 3 months for further evaluation via transesophageal echocardiogram and a computed tomography angiogram. It was also noted that the 29mm navitor vision valve was re-sheathed a total of two times during procedure. There was calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient left bundle branch block is attributed to the 29mm navitor vision valve. The patient was discharged at the time of report.

Manufacturer narrative:
It was reported that an echocardiogram revealed moderate perivalvular leakage after month of navitor valve implant. The patient was asymptomatic and will return in 3 months for further evaluation. It was also reported that during procedure the patient developed a new left bundle branch block (lbbb) when deploying the valve. No intervention was performed and the lbbb resolved prior to the patient leaving the operating room, however the patient was hospitalized for monitoring. Information from field indicated that the valve was re-sheathed a total of two times during procedure due to being deployed too high or too low. Field also indicated that the final non-coronary cusp implant depth was 6.5 mm, deeper than optimal implant depth of 3 mm, which may have contributed to the complications reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the exact cause of reported perivalvular leak and heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. It was noted during procedure, that the patient developed a new left bundle branch block (lbbb) when deploying the valve. No intervention was performed. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed multiple times during procedure due to being deployed too high and too low. The final non-coronary cusp implant depth was 6.5mm. The lbbb resolved prior to the patient leaving the operating room, but the patient was hospitalized for monitoring.